Manufacturer narrative:
Concomitant medical products: 4092-58, lead, implanted: (B)(6) 2001.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance. Oversensing was also noted during atrial high rate episodes. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.